Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 0022822 was reported, however, this is not a lot# manufactured by bd. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Manufacture report number. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog & needle bent. A review of risk management document (B)(4) revision 19, indicates that the potential risk of this specific reported incident (pen needle, needle clog, needle bent) was captured and addressed complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog & needle bent. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle was clogged during priming with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported needle clog during priming.